Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient, experiencing dizziness, fell and was taken to the emergency room on (B)(6) 2018. It was noted that the patient¿s r-wave amplitude had decreased. X-rays showed that the right ventricular lead had become dislodged. On (B)(6) 2018, the lead was repositioned. There were no other electrical anomalies.